Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Healthcare professional later reported "deflation and explant exchange from texture to smooth". This record is for the right side. The device was explanted.